Event description:
It was reported that patient underwent a right knee revision approximately three and a half years post-implantation due to aseptic loosening of the femoral and tibial tray. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00046. D10 medical devices: tibia cemented 5 degree stemmed right size g catalog#: 42532007902 lot#: 64462320 articular surface fixed bearing cruciate retaining (cr) right 10 mm height catalog#: 42521000510 lot#: 64516250 all poly patella standard cemented size 38 mm diameter 9.5 mm thickness catalog#: 00597206538 lot#: 64488649 refobacin bc r 1x40 us catalog#: 110034355 lot#: 851dah1704. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified explanted tibial and femoral implants. However, they were insufficient to complete visual or dimensional evaluations. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.